Event description:
On 03/03/2000, the pt reported that pt's surestep meter read 290 mg/ml at 7:30am. A lab test taken in pt's doctor's office between 11/am and 12/pm was "over 700." The pt was "rushed to the hosp" from the doctor's office where pt was admitted and treated with IV fluid and insulin every one to two hours. On 03/05, the pt's meter was compared to the nursing station meter. The results were "normal" on the hcp meter and "elevated" on pt's meter.